Event description:
A patient would like to know, if the stryker spine plates and screws can break of metal fatigue after five years. The patient got a traffic accident, but his insurer does not want to pay for damage, as according to his insurer the cages would have broken anyhow, also in case he would not have had a traffic accident.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.